Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The customer reported user error - the device fell off the table and the device required service. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation, the field service engineer reveals there is no valid complaint to be reproduced; however, it was observed the pca was burned. The quote to repair the pca was not approved by the customer, and the device was returned to the product investigation lab (pil) unrepaired. A follow up report will be filed if reportable information is received by the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A ds2adv auto CPAP device was returned to a service center with no initial alleged complaint. During the evaluation of the device pil confirmed the device powers on, no airflow was observed, a low grinding noise was coming from the blower, and the heater plate proceeded to heat up. It was also observed that the water tank had a line of what appeared to be mineral deposits right below the top edge, above the "fill line" confirming the tank was overfilled, resulting in water leaking into the device. In addition, dust-like contaminant and dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, inlet/outlet seal, iso port, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure and hence, the parts were replaced. Moreover, hair-like particles were observed on the bottom enclosure. Additionally, burn marks were observed on the ui display bezel, likely due to a thermal event on the pca. In addition, the q2 component of the pca was observed to have thermal damage, and corrosion was observed on the pca, both likely due to liquid ingress. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.